Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported before use an unspecified bd product had no label or missing label information or illegible (all packaging levels). The following information was provided by the initial reporter: the customer found a questionable packaging issue and states "different packaging on their inventory."

Event description:
It was reported before use of the pen ndl 32g 4mm 100bx 1200 USA the labeling information was different that what was ordered. The following information was provided by the initial reporter: the customer found a questionable packaging issue and states "different packaging on their inventory."

Manufacturer narrative:
Bd is conducting a voluntary medical device recall (bddc-20-3896-fa) for a single lot of the bd ultra-fine¿ pen needles. A small percentage of the product shelf cartons were incorrectly labeled as products intended for the latin american market. Although the product description on the label ¿32g x 4mm pen needles¿ is correct, information pertinent to users in the us regarding compatibility with specific pen needles is missing.the root cause investigation is ongoing and will be documented in CAPA # 1845943

Manufacturer narrative:
B5: describe event or problem: it was reported before use of the pen ndl 32g 4mm 100bx 1200 USA the labeling information was different that what was ordered. The following information was provided by the initial reporter: the customer found a questionable packaging issue and states "different packaging on their inventory." D1: medical device brand name: pen ndl 32g 4mm 100bx 1200 USA. D2: common device name: hypodermic single lumen needle. D2: medical device type: fmi. D3: medical device manufacturer: becton dickinson and co. D4: medical device catalog #: 320122. D4: unique identifier (UDI) #: (B)(4). G2: manufacturing location: becton dickinson and co. G5: PMA / 510(k)#: k162516.

Event description:
It was reported before use of the pen ndl 32g 4mm 100bx 1200 USA the labeling information was different that what was ordered. The following information was provided by the initial reporter: the customer found a questionable packaging issue and states "different packaging on their inventory."

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform DHR check due to an unknown lot number for incorrect/missing label information. Bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned h3 other text : see h.10.

Event description:
It was reported before use of the pen ndl 32g 4mm 100bx 1200 USA the labeling information was different that what was ordered. The following information was provided by the initial reporter: the customer found a questionable packaging issue and states "different packaging on their inventory."